Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The rest of the physical damage is as follows: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter dropped her insulin pump and now the pump screen cannot be read. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The mother stated that there appears to be a line running across the pump screen, and that the inside of the screen might be damaged. There are purple and yellow areas within the screen. While the display is unreadable, the mother reported that the pump was functioning as designed. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.